Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion issue with infusion set on (B)(6) 2026 as patient received an occlusion alarm and the blockage was located in the tubing. The patient replaced infusion set and resumed insulin successfully. No further information available.